Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g301 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g301 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs and the smartcard data was returned for investigation. The customer provided photographs confirm the centrifuge bowl break as fragments of the inner bowl are seen in the photographs. Additional photographs provided show the drive tube still intact with both drive tube bearing retainers intact. A photograph shows the base of the centrifuge bowl in one piece and no longer attached to the outer bowl, indicating the outer bowl separated from the base. Further inspection of the photographs identified two locating tabs where the outer bowl is attached to the bowl base, indicating that the weld between the centrifuge bowl base and outer bowl did not fail. A review of the data recorded on the smartcard verify a blood leak alarm was received during the treatment. Following the blood leak alarm the operator cycled the system power and resumed treatment before the centrifuge bowl break occurred. A material trace of the bowl assembly and its components used to build lot g301 found no related nonconformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl leak break could not be determined based on the information provided. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs and the smartcard for investigation.